Event description:
Customer reportedly received results of 385 mg/dl and 135 mg/dl within 10 minutes on the aviva system. No action was taken based on device results. No high blood glucose symptoms reported with these results. No quality controls used. Requested return of suspect device and replacement was sent.